Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% target lesion was located in the moderately tortuous and moderately calcified right popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty. During procedure, it was noted that the balloon ruptured at 8 atm. However, it was further reported that all components were simply and completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications reported and patient was good post procedure.